Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying an error message "system error, out of service, revert to manual CPR" was confirmed during the initial functional testing. The defective processor board was replaced to remedy the fault. Visual inspection was performed and found a missing grip strip. The physical damage found during visual inspection is considered unrelated to the reported event. The autopulse platform is a reusable device and was manufactured in 2008 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. Based on the manufactured date the platform has also exceeded its expected service life of 5 years. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message due to a defective processor board. Review of the archive data review indicated multiple user advisory (ua) 17 (max motor on time exceeded during active operation) error message on the reported event date, unrelated to the reported event. Drivetrain was replaced to avoid a reoccurrence. During run test with large resuscitation testing fixture, platform failed user advisory (ua) 27 (encoder fault), unrelated to the reported complaint. Integrated encoder gearbox was replaced to remedy the problem. After upgrades and replacement of defective parts, the platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to (B)(6) pound patient for 30 minutes and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a system error, out of service, revert to manual CPR message. There was no patient involvement.